Event description:
The representative reported that the patient hadn't received good therapy since march 2007; an abrupt decline in therapy had occurred. The current following physician had provided that the patient had been in pain for 16 hours a day and had not received the therapeutic benefit that he had received previously. The patient had experienced "horrible spasms" after an increase in drug dose and had rated the severity of the symptoms at nine or ten, on a scale of zero to ten. The patient stated a catheter dye study had showed acceptable device function (note date was given); "his previous doctor said the results came back normal; no abnormal finding" was detected. No rotor study had been done. The drug used in the pump was compounded baclofen (2000mcg concentration); at a daily dose of 613.7 mg. The pump and catheter were replaced. The low battery alarm was audible when the pump was interrogated after removal. There was no injury reported; the patient has recovered without sequela. Additional event information has been requested.

Manufacturer narrative:
Results of final device analysis were not complete at the time of this report. A follow-up report will be sent when product evaluation has been completed.